Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the tubing on a bc2745 infant nasal cannula "kept detaching from the cannula itself." No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned cannula was visually inspected for damage or abnormalities. Results: the cannula tubing was found to be disconnected from the nasal interface, confirming the reported fault. There was no residue on the tubing and no damage to the surface of the tubing. A lot check could not be carried out as no lot number was provided. Conclusion: there was no residue on the tubing. This suggests that there was no bonding agent or an insufficient amount of bonding agent applied to the cannula during manufacturing. As there was no damage to the surface of the tubing, it is likely that any bonding material applied had not bonded properly, as a bond broken by force will damage the tube surface. (B)(4).